Event description:
The customer reports a shift of about 3 mm between drr's and iviewgt/xvi images in the patient longitudinal axis. This has only been detected by the user since the introduction of xvi to their system.

Manufacturer narrative:
Investigation is ongoing, and a follow up report will be provided upon completion of the investigation.